Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nitrex guidewire was used in an interventional radiology case where a wire fragment was left behind in the patient resulting in a retained foreign object. There were multiple non-medtronic guidewires also used and it is impossible to know which one left the fragment. The wire fragment was not removed because it was not in the best interest of the patient to remove at this time.